Event description:
The following info was provided through a post-marketing study. A 35 year old male with a history of a traumatic cataract had surgery for a giant retinal tear in 2005. Subretinal migration of the product was identified the next day. The residual product was removed 5 days later and the pt has recovered.

Manufacturer narrative:
The complaint device is not being returned for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg records. Labeling states product must be completely removed from the eye, and replaced with an appropriate vitreous substitute.